Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed alert code 38 indicating a consecutive motor stall, persisted after five restarts, and the device was replaced; blood glucose was unaffected and the battery was almost fully charged. Symptoms included no adverse clinical effects. Outcomes included interruption of insulin delivery that was addressed by replacement and user instruction to shut down the device and continue cgm use via the dexcom app or receiver. Investigation included remote troubleshooting, device shutdown guidance, and arrangement for return of the original device for evaluation. Investigation of this case revealed a motor stall condition consistent with a pump motor malfunction within the infusion delivery mechanism. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical failure of the motor drive system.